Event description:
(Start of case 1128) procedure indication was to remove a malfunctioning ICD lead (rv lead, implanted 9 yrs prior), taking place in the cardiac catheter lab. Arterial line placed, right femoral artery access, pocket opened, and rv lead prepped for removal. At (1140) arterial pressure = 102/48, hr = 60. At (1236) temporary pacing lead placed. At (1302) md attached the lld-ez to the distal tip of rv lead and began lasing with a 16f sls with the addition of the 16f visisheath. At (1308) extraction started. At (1445) arterial pressure = 64/42, hr = 60. At (1448) CPR started, CT surgeon notified. At (1308) echocardiogram, code/CPR continued. At (1345) code called by surgeon, pt expired. The spnc devices were disposed off during the code by hospital staff. Lhr review of the lld-ez (518-062/(B)(4)) revealed no non-conformances or issues with that specific lot. Given that the lot# for 16f sls (500-013) is unk 3 lots (lot# c10b22d) delivered prior to the (B)(6)2010 case date were reviewed. There were no non-conforming materials or issues related with these lots.